Manufacturer narrative:
Section d4 UDI#: entered UDI# that was omitted on the initial report. Section h1: corrected to indicate "serious injury". The device investigation has been completed and the results are as follows: investigation methods/results: the returned part was inspected and evaluated visually, and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported that the implant failed to osseointegrate. The patient was stated to have severe bone loss along with infection at the implant site. No abnormality reported with the implant itself. Also, the DHR was reviewed and no discrepancies were noted with any of the processes related to the manufacturing of the implant. All the processes met the acceptance criteria. More results will be available upon completion of the evaluation and investigation. However, failure to osseointegrate is a well known and well documented inherent risk of the implant procedure.

Event description:
It was reported that the implant failed at tooth location number 9. The implant was removed due to pain and the pain disappeared after removal of the implant. It was stated that there was severe bone loss along with infection at the implant site. No abnormality was observed with the implant itself during placement. Additionally, DHR was reviewed and no discrepancies were noted in any of the processes related to the manufacturing of the implant itself. All the processes met acceptance criteria. More results will be available upon completion of the evaluation and investigation. However, failure to osseointegrate is a well known and well documented inherent risk of the implant procedure.